Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was obtained: sutured with vicryl v34 3/0 and vicryl v7 3/0. Due to a hematoma it was necessary to replace the suture. Same suture material was used. Approx. 10 days later a dehiscence of the suture was observed and it was necessary to replace it again. Same suture material was used but now with single button suture technique. Now the wound was healing by secondary intention, all sutures fester out. The surgeon thought that the patient maybe is intolerance against the suture. The patient had on allergic reaction to the suture. No further information is available. Attempts are being made to obtain more additional/following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure and date? How many days after did the patient present with hematoma? After correction of dehisced suture, how many days after did the sutures fester out? The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? What tissue type and location of the vicryl suture placement in procedure #1, #2 and #3? What tissue type and location of the vicryl rapide suture placement in procedure #1, #2 and #3? What tissue dehisced? Did both vicryl and vicryl rapide sutures dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the vicryl suture placed (interrupted or continuous) in procedure #1, #2 and #3? How was the vicryl rapide suture placed (interrupted or continuous) in procedure #1, #2 and #3? How was the vicryl suture tied (square knot or multiple knots one end) in procedure #1, #2 and #3? How was the vicryl rapide suture tied (square knot or multiple knots one end) in procedure #1, #2 and #3? Product code v5160h was not found in the database, please provide the correct product code. Lot number for vicryl rapide suture and for vicryl suture (v1774e) if applicable, will product be returned, return date, tracking information what is the patient current status?

Event description:
It was reported that the patient underwent a revision of unknown procedure on unknown date due to hematoma and the suture was used for replacement of initially used suture. Following the procedure, approximately ten days later, the patient experienced a dehiscence of the suture. It was necessary to replace the suture again with another like but now using a single button suture technique. Later, the surgeon opined that the patient maybe is intolerance against the suture and the patient experienced allergic reaction to the suture. Additional information has been requested.